Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. The returned reader was investigated and de-cased. Attempted to scan sensor using approved software; however, the sensor did not scan after de-casing. Performed a visual inspection on the returned de-cased sensor, and damged to the battery plate on the unit printed circuit board assembly (pcba) was observed. The returned battery voltage was measured, and results were within specification.the battery was replaced with a new, unused one, but it was not able to be solder to the pcba due to missing plate. An extended investigation was also conducted. Performed a visual inspection on the returned sensors pcba (printed circuit board assembly), observed that the sensor¿s connector had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Adc is unable to perform further testing at this time due to damage during de-casing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an unspecified sensor error message and was unable to obtain readings. As a result, customer experienced a loss of consciousness. User self-treated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an unspecified sensor error message and was unable to obtain readings. As a result, customer experienced a loss of consciousness. User self-treated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11, 224 and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. The returned sensor was de-cased and battery solder plate on pcba (printed circuit board assembly) was damaged. The returned battery was measured and all range was within specification range. Sensor did not scan after decasing. Known good battery was unable to be soldered to pcba due to missing plate. An extended investigation was also performed. Visual inspection has been performed on returned de-cased sensor and damaged battery was observed away from pcba. Attempted to extract data from returned sensor but the sensor did not read. The returned sensor was de-cased and performed a visual inspection on the returned sensor¿s pcba (printed circuit board assembly); damage was observed on the molex connector due to de-casing. Unable to re-soldered/repaired due to the solder pads coming away from the pcba. Unable to perform smu (source measurement unit) testing without the molex connector connected. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the initial and previous report. Correction has been made.

Event description:
An error message was reported with the adc device. Customer received an unspecified sensor error message and was unable to obtain readings. As a result, customer experienced a loss of consciousness. User self-treated. There was no report of death or permanent impairment associated with this event.